Event description:
Ous MDR - it was reported that approx. 33 months after the implantation an increase of impedance and threshold values was noted. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 18.5 cm proximal of the tip electrode. All parts of the lead were returned for analysis. At several places of the lead body, signs of abrasion could be seen. However, the insulation was intact everywhere. The atrial ring electrodes were pulled out of their adhesive connection, and the rope conductors to these ring electrodes were pulled out of the lumen. These damages are with high probability the result of tensile forces during the extraction process. In addition, the shock coil was markedly surrounded by tissue and also showed deformations, which were probably also caused during the extraction. The test of the conduction passages of the fragments did not show any anomalies. The check of the lead did not show any deviations that are the cause for the increases in the impedance and the pacing threshold. But based on the complaint description and the visually detectable tissue ingrowths, an increase of the electrical parameter due to fibrosis or calcification can be assumed. The manufacturing process of this device was reviewed. The production documents did not shown any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.